Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97791, lot # n469058, implanted: (B)(6) 2014, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that a patient had a communication/telemetry issue, specifically coupling issues and telemetry interrogation issues. It was stated that the manufacturer¿s representative (rep) met with the patient and the patient was meeting with the healthcare professional (hcp) tomorrow. It was stated that the rep attempted to get better communication but the issue was not resolved. It was noted that the patient still had the recharger and the implanted device remained in service. It was reported that the patient complained that the battery was discharged and could not get any ¿bars shaded in¿ when attempting to recharge. It was stated that the patient had less than 50% therapy relief at the device pocket. It was reported that the patient was alive with no injury. Additional information received reported that the patient was seen on tuesday by another rep. It was stated that the rep tried again to get better connection with the device with the recharger but was unsuccessful. It was decided that a pocket revision would take place this monday to bring the device more superficially. Additional information received reported that they got 8 bars coupling on the table in the operating room. It was stated that the patient was instructed to let the incision heal before attempting a recharge.